Manufacturer narrative:
The analyzer's serial number is (B)(4). Product labeling states: "all initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay." "Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys hiv duo results for 1 patient sample on a cobas e 801 analytical unit. The hiv-duo result was 1.63 coi (reactive). The sample was repeated, and the result was 0.247 coi (non-reactive). The nat (nucleic acid test) result was non-reactive.